Manufacturer narrative:
(B)(4). G2- foreign - south africa investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that tibia implant inserter tip broke when engaging the implant to the instrument. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Attempts have been made and all additional information received has been included in this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The product was not returned. Visual examination of the provided picture confirms an inserter with a broken off foot. There does appear to be tarnishing to the surface of the material and rounding to the grub screws indicating that the instrument has been used and re-processed many times. Nothing further can be gained from the photograph regarding the fracture. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.